Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited inappropriate measure data. When attempting to perform a morphology template update, the programmer would only say scoring after acquiring new template and never give a score. This was recreated multiple times from both vectors. Re-interrogation did not resolve the issue. The patient was asymptomatic and would continue to be monitored normally.